Event description:
Medical staff reported rupture (no side specified).this record is the right side. It is unclear if devices have been explanted.

Manufacturer narrative:
(B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.